Event description:
Facility's rn, charge nurse reported that a pt who was having a hemodialysis treatment in 2006, was ordered to have "ultrafiltration only" for the first half hour of the treatment. The nurse programmed the phoenix machine for the prescribed amount of heparin to be given. The amount was 1000 units/cc per hour in the linear mode. The prescribed amount of heparin did not infuse during the "ultrafiltration only" phase. Towards the end of the half hour there were high venous pressure alarms on the phoenix machine, which is indicative of having a clotted venous chamber.